Event description:
The customer contact reported an unintended bolus dose. The extension set was being used to deliver normal saline via gravity. An unspecified tubing set was piggybacked into the y-type pca side of the extension set to deliver an unspecified narcotic via an unspecified pump. After an unspecified length of time in use, it was reported that a kink was noted above and below the back check valve of the pca extension set tubing. The customer contact indicated that after the kinks were removed, a bolus of normal saline delivered an unspecified bolus of narcotic that remained in the distal end of the tubing set to the pt. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).